Event description:
It was reported that the ventilator did not deliver set volume values. There was no patient harm reported. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Manufacturer narrative:
On-site investigation was performed by our field service engineer. According to technician statement, the device was tested and it showed satisfactory results in set volumes, therefore the issue was not reproduced onsite. The device passed all performance tests and could be returned to clinical use. Evaluation of the device's logs revealed occurrence of alarm: expiratory minute volume: low. However, it was not reproduced during technician visit as well. There are no technical error codes to indicate a ventilator malfunction. Alarms such as expiratory minute volume: low, indicate a leakage in the patient circuit. A leakage may be perceived by the ventilator as breath trigger from the patient and the ventilator will then initiate a support breath and the ventilator starts auto cycling. Alarms will be generated when set alarm limits are exceeded, as per design to alert the operator about ongoing issues. The cause of the reported issue was not determined.

Event description:
Manufacturer's ref. #: (B)(4).